Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All the available information was investigated. The definitive cause for the reported mechanical jam could not be determined. The reported entrapment of device or device component was due to procedural circumstances. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to close the clip and the clip entanglement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Grasping was achieved; however, the clip was unable to close two times. The clip was inverted and an attempt was made to retract the clip delivery system (cds), but the clip became entangled in the chordae. Troubleshooting was performed, but was unsuccessful; therefore, the clip was deployed on the chords without being closed. Two additional clips were deployed to stabilize the first clip and reduce mr to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.